Event description:
It was reported by the rep that when (1) tlc55 device was used during an unknown procedure it would not fire when reloaded. Another device was used to complete the case with no consequence to pt.